Manufacturer narrative:
Lot number: 221co20222 has not been identified as a counterfeit item; therefore, the product is deemed valid. Test to the production batch of product retention samples (lot:221co20222) again , the test was pass. There was no indication to suggest that the test kits and its components were altered, compromised and/or tampered. Initial report suggested there were no medical intervention or treatment provided; however the current status of the patient is unknown ihealth IFU, as described in section 7 test result explanation. A positive result must show both a c line and a t line. A positive result means that viral antigens from covid-19 were detected and the individual is positive for covid-19. Based on the initial information presented, the test result showed very faint gray lines on the strip. There was no mention that the faint gray line was observed on the c line, but observed past the t line. The IFU further states that if there is no line or if there is only a t line, the test is invalid. Invalid result means that the test did not function correctly. You will need to retest with a new test kit. If upon retesting, the test result is still invalid, contact your doctor or local covid-19 center. An invalid result does not indicate if the individual did or did not have covid-19 and should be repeated. It is also conceivably possible that the customer/user may have inadvertently read the faint gray lines on the test strip. (This could not be verified due to lack of/limited information from the user themselves)

Event description:
Customer feedback: we at valley water ordered several hundred tests kits and are experiencing the following: lot # 221co20222: each test kit resulted in one positive and one negative, all three kits were tested with just the liquid. Lot # 221co20121: one kit resulted in one positive and one negative. The other two kits were both negatives. All three kits were tested with just the liquid. Please confirm that if only placing the testing solution on the control test that the result should be negative and that this will not create a false positive or interfere with the chemical chemistry of the test and make the result invalid.